Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 434 mg/dl (system 1) and 128 mg/dl (system 2). No adverse event reported. The same test strip lot number was used for both meters and results. Return of the suspect device was requested for evaluation.